Event description:
Additionally information was received, noting that the problem was first noticed during reprocessing / during an in-service prior to the initial use. There were no other devices involved and no delay in the procedure. The intended procedure was not completed and this same device was not used for the procedure. No other devices were replaced during the procedure. There was no patient injury, infection or medical intervention associated with this event. The intended procedure was a colonoscopy. The scope was physically able to be inserted into the port, all settings were checked and correct and all connections and cables were checked and secure. There were no foreign objects on the electrical contacts. The device was not inspected before use and no abnormalities were noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. Probable causes include the following: the main board, power unit, or igniter in the light source device may have malfunctioned. Age deterioration of the device and/or components as a result of long-term repeated use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction: h6 codes 4109 & 4110 were inadvertently left off the last medwatch report. The device was returned, and an evaluation was conducted by olympus. During the evaluation the user report was confirmed, the spare light kept coming on due to a faulty power supply. Additionally, the olympus lamp life meter was reading at below 50 hrs with a light output within range. The scope socket condition was good, fan was functioning properly, and air pressure tested well. The unit was also already upgraded with a new igniter and iris cable. The results of the device evaluation, did not alter the final results of the investigation on the previous medwatch report. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The customer originally called in reporting an image issue (captured under patient identifier (B)(6)). However, once the image issue was resolved, the main lamp issue presented. Olympus technical assistance center (tac) personnel informed the customer that the main lamp needed to be replaced. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii xenon light source's spare lamp was lighting up and not the main lamp. There was no patient harm or consequence reported as a result of this event.